Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced altered mental status and automatisms during deep brain stimulation (dbs) surgery on (B)(6) 2012. The patient reportedly experienced confusion and the inability to follow commands. It was noted that the lead implant procedure had to be aborted. A CT scan without contrast and an electroencephalogram (eeg) were done on (B)(6) 2012. The results of the CT scan showed decreased pneumocephalus and no hemorrhage or evidence of infarction. The eeg was suggestive of mild generalized nonspecific cerebral dysfunction and no definite ictal or interictal epileptiform activity was noted. A second CT scan without contract, an MRI without contrast and lab work was done on (B)(6) 2012. The lab work results showed elevated white blood cells, hemoglobin, red blood cells, ¿ntauto,¿ neutre, lympre, eosire, and glucose. The CT scan showed a minimal change in the interval with decreased pneumocephalus and no hemorrhage or evidence of infarction had developed. The MRI showed mild to moderate chronic small vessel ischemic white matter changes, mild generalized atrophy was present and there was no intracranial hemorrhage. On (B)(6) 2012, lab work results showed elevated thyroid stimulating hormone (tsh). Lab work results from (B)(6) 2012 showed elevated ¿ce, creat.¿ on (B)(6) 2012, lab work results were in normal range. The event was noted to be related to the implant procedure and resulted in in-patient hospitalization. The outcome was noted to be severe. The event was resolved without sequelae on (B)(6) 2012.